Event description:
This rv lead was explanted and replaced due to failure to capture. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 5.5cm distal to the is-1 lead connector and 49.5cm distal to the lead tip. The distal and proximal parts of the lead were received for analysis. The medial 6cm long fragment of the lead was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed a rubbed through insulation between 7cm and 4cm proximal to the lead tip, leading to a short circuit. This damage can be considered as the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.